Event description:
An attorney alleges that the patient had a defective lead. The lead began to "short out" and "fail" in (B)(6) 2009. The lead had low impedance with numerous warnings with high rates that appear to be noise. The patient "suffered damage and persistent pain to his left shoulder and clavicle area" which required an additional surgery. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.